Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the y-site was deformed. The reported condition was verified. The reported cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y-site of a solution administration set was deformed. This was noted during platelet infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.